Event description:
It was reported that the stimulation was in the wrong location. It was stated that as of the week prior to the report, the stimulation changed and was in a different spot. It was noted that the stimulation was a bit painful and patient was considering putting the stimulation higher up on her body. Before the change in stimulation, the patient reportedly fell. It was stated that the patient fell on her left side, which became bruised, but the implant was on her right side. It was noted that the patient never used a different program and rarely adjusted stimulation. Additional information was requested and if received, a supplemental report will be sent.

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the even was unknown, but the issue resolved itself. It was noted that the patient declined any follow up (reprogramming, x-rays, CT scan, ect.) As the problem resolved itself. No further information was provided.

Manufacturer narrative:
Product ID 3889-33, lot# v681797, implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).